Event description:
It was reported that during an unknown procedure, a part of the ecr60d (lot#: 583a02) got into the device when attaching at 4th firing on feea. Another cartridge was replaced, but the device locked out and could not be fired. Hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "please explain what is meant by ""a part of the ecr60d (lot#: 583a02) got into the device""? A small part of ecr60d fell into the crack of the device. The device was used during the right hemicolectomy. The reconstruction was performed outside the patient from the beginning. So there was no change in the operation. The patient is stable after the operation." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 1/19/2023 d4: batch # 624a07 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two ecr60d reload present. The reload (b) was received partially fired 1/16. The reload (c) was received unfired, with 6 double drivers and 1 single driver out of position, 14 double drivers, and 1 single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the proximal side. The device was tested for functionality in the straight position with the returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 624a07, and no non-conformances were identified.